Manufacturer narrative:
Device evaluation indicated that the source of the complaint in regard to high impedance was verified to be the associated infinion leads. Sc-2316-50 (sn: (B)(4)) the complaint of the impedance anomaly was confirmed. Nine cables were fractured at the bent/kinked section right after the retention sleeve. The root cause of the damage is unknown. In addition, two cables were cut and exposed at about 8 inches from the distal end. It appears that the lead body was damaged by a surgical tool. Sc-2316-50 (sn: (B)(4)) the complaint of the impedance anomaly was confirmed. Seven cables were fractured at the bent/kinked section right after the retention sleeve. It appears that the fracture location is where the lead was sutured. Sc-1132 (sn: (B)(4)) device evaluation indicated that the ipg passed all test performed. The source of the pocket pain could not be determined. Current leakage tests verified no loss of electric current into the surrounding tissue. The monitored stimulation on an oscilloscope found the outputs were consistent and correct on all electrodes. Residual gas analysis verified that the device insulation was not compromised. The ipg passed all the required tests and revealed no anomalies. Sc-3400-30 (sn: (B)(4)) visual/x-ray inspections and impedance measurements were performed to ensure the device integrity. No anomalies were found.

Event description:
A report was received that the patient was experiencing pain at the pocket site. Upon further investigation, it was noted that contacts were showing high impedances. The patient underwent a revision procedure wherein it was found out that the leads had broken contacts. All contacts were intact, but impedances were high. The ipg, leads, and lead splitters were replaced and the patient was reportedly doing well postoperatively.

Event description:
A report was received that the patient was experiencing pain at the pocket site. Upon further investigation, it was noted that contacts were showing high impedances. The patient underwent a revision procedure wherein it was found out that the leads had broken contacts. All contacts were intact, but impedances were high. The ipg, leads, and lead splitters were replaced and the patient was reportedly doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm, model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm).